Event description:
Pt was revised to address pain.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and intl complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. Info provided indicated that there was a large area of osteolysis in the medial femoral condyle, but the femoral and tibial components were both well fixed. The investigation could not determine the root cause of the reported pain. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.